Event description:
The customer reported that a few work centers are having issues of the safety not engaging on the needle causing a ¿stick instance¿. On 25jun2024 the customer confirmed that no one was stuck by the needle, but the issue produced the possibility for a ¿stick instance¿.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Manufacturer narrative:
The following sections were updated or answered: d1 brand name; d3 manufacturer name and address; d4 unique identifier (UDI) #; d4 expiration date #; g4 PMA/510(k)number; h5 labeled for single use; h6 evaluation codes. Investigation summary: samples were not received for the investigation. The device history record was reviewed and indicated that the product was released accomplishing all quality standards. Because a sample was not returned, we were unable to perform a follow up investigation to include functional and visual evaluations to confirm the reported issue and determine a root cause. A corrective action is not applicable at this time. This complaint will be used for tracking and trending purposes.